Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery would not charge or power on a monitor. Upon evaluation, the battery pca board was damaged. The cause of the damaged pca board is leaking battery cells. The root cause of the leaking battery cells cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack indicating that it would not power on a monitor.